Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. Subsequently, the patient underwent a procedure on (B)(6) 2015, to excise the excess skin, along with silver nitrate cauterization and was prescribed oral antibiotics. During the same procedure, a longer abutment was placed. On (B)(6) 2015 the patient was treated with oral antibiotics due to an infection at the abutment site. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient developed an infection at the implant site. On february 24, 2015 the patient was prescribed a fourteen day course of oral antibiotics. The infection did not resolve, subsequently on march 10,2015 the patient was prescribed a second fourteen day course of oral antibiotics. The implanted device remains. This report is filed april 8, 2015.